Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 45 mg/dl at the time of the incident and was treated with food. The customer stated that got an error message on the insulin pump. The customer was experiencing low blood glucose for less than 24 hours. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer had a compromised force sensor system alarm. The customer was able to successfully clear the alarm and was able to complete the insulin pump rewind. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.